Event description:
Customer reported the a5 anesthesia system displayed incorrect gas readings. No patient injury was reported.

Manufacturer narrative:
Mindray service representative evaluated the system and safety tested to factory specifications.